Manufacturer narrative:
Failure analysis for fiber (B)(4): the fiber is fractured within the white jacket at 1.5 cm from the connector; there are no signs of melting at the break; the fiber was tested with hene laser fixture, aim beam is visible at fiber break; the glass tip distal end exhibits devitrification. Probable root cause: based on the device analysis, the probable root cause of the failure is: excessive bending.

Event description:
It was reported that while using the surgical fiber during a stapedectomy procedure, the fiber was broken. The fiber was replaced and the procedure completed using a second surgical fiber. Patient outcome: "ok" - there was no injury reported.